Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported thrombus could not be conclusively determined. Thromboembolic phenomena is listed in the instructions for use as a potential adverse event that may be associated with the use of the centrimag blood pump. The instructions for use warns to always have a spare centrimag blood pump, back-up console, and equipment available for change out. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 16 days. The pump was not returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015 after an acute myocardial infarction. The patient was extremely unstable at the time and had been on extracorporeal membrane oxygenation (ECMO) support prior to the lvad implant. After implant, it was reported that the patient's right ventricle simply could not sustain itself or sustain the patient. Therefore, a right ventricular extracorporeal support device was placed (rvad). On an unspecified date after the ventricular assist devices were placed, the patient's physicians suspected thrombus in either the rvad or the lvad. On (B)(6) 2015, the patient was taken to the operating room where the extracorporeal support drainage and return cannulae were replaced, and the extracorporeal pump and circuit were exchanged. It was reported that a significant amount of thrombus was found in the pump head. The surgeon reportedly did not want to take any chances regarding potential thrombus; therefore, the lvad was also exchanged at the same time. Upon explant of the lvad, the surgeon reported that no thrombus on the inflow stator was observed. As of (B)(6) 2016, records show that the patient remains ongoing on lvad support with the second device. No additional information was provided.